Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03 mar 2020.

Event description:
It was reported that the ventilators display is white when powering the unit on. There was no patient involvement. The customer troubleshot with technical support. The customer replaced the liquid crystal display (lcd) to address the reported issue and the unit was returned to use.